Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal infection. The cause was not reported. It was reported that the patient hospitalized for treatment and was treated with an unspecified anti-inflammatory drug (dose, route and frequency not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.